Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd¿ ultra-fine pen needles was not working during injection.

Manufacturer narrative:
Correction: describe event or problem: it was reported that a bd¿ ultra-fine pen needles was not working during injection. In section the previously submitted MDR, sections brand name was incorrectly referenced as the medical device expiration date. This supplemental MDR is being submitted to correct those references to show the following: medical device expiration date.

Event description:
It was reported that a bd¿ ultra-fine pen needles was not working during injection.

Manufacturer narrative:
Investigation summary: customer returned two 8mm, 31g bd pen needle without the tear drop label. Customer reported pen needles are not working during injection. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Severity ranking is s2. A complaint history check was performed and this is the 2nd related complaint reported for the defect/condition on lot number 3227375. Investigation conclusion: the returned pen needles were examined and tested for flow. Both passed the flow test successfully. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd¿ ultra-fine pen needles was not working during injection.